Event description:
This report summarizes noe 1 / noe event of asd closure following transseptal catheterization serious injury event for the sapien 3 in the mitral position for on (B)(6) 2020.

Manufacturer narrative:
Supplemental report to add noe statement in b5 section, and provide d5, and h6 information.

Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 event of asd closure following transseptal catheterization for the sapien 3 valve in the mitral position. The ¿time to event¿ (tte, in days) for this event was 86.00. The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening.  Usually the septostomy closes on its own over time and does not require treatment.  In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder.  Persistent iatrogenic atrial septal defects (iasd) are not uncommon, and may be associated with the use of larger sheaths.  These may require placement of a closure device in a repeat procedure and are considered serious injuries.  In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for august 2020 data extract for mitral serious injury events for the sapien 3 valve. This report summarizes 1 event of asd closure following transseptal catheterization for an (B)(6) year old male patient in the mitral position. August 2020 data extract includes data provided by acc for 2020 q1 (january 1 ¿ march 31, 2020).